Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a hypoglycemic event. The sensor was inserted into the abdomen. The patient was in rehabilitation and was found by a nurse roaming around. The nurse stated the patient was unresponsive and then lost consciousness. The nurse checked the patient's blood glucose and the bg meter read 20 mg/dl. Prior to losing consciousness, the patient could not recall if the cgm alerted but stated that the cgm was displaying 88 mg/dl at 10:00pm prior to losing consciousness. It is unknown what the cgm was displaying when the nurse checked the patient's bg with a meter. The patient was taken to the nearest emergency room. It was reported that the patient was resuscitated and could not remember much details of treatment provided to her during the time she was hospitalized. The patient stated they were provided two medications through IV therapy and medication for a urinary tract infection. The patient was discharged from the hospital on (B)(6)2023. At the time of the report, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient was in rehabilitation and was found by a nurse roaming around. The nurse stated the patient was unresponsive and then lost consciousness. The nurse checked the patient's blood glucose and the bg meter read 20 mg/dl. Prior to losing consciousness, the patient could not recall if the cgm alerted but stated that the cgm was displaying 88 mg/dl at 10:00pm prior to losing consciousness. It is unknown what the cgm was displaying when the nurse checked the patient's bg with a meter. The patient was taken to the nearest emergency room. It was reported that the patient was resuscitated and could not remember much details of treatment provided to her during the time she was hospitalized. The patient stated they were provided two medications through IV therapy and medication for a urinary tract infection. The patient was discharged from the hospital on (B)(6) 2023. At the time of the report, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.